Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a high level of ketones. Reportedly, the customer experienced an occlusion. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, biocarb, and potassium. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved, however, customer experienced unspecified damage to internal organs.